Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient went to turn off stim because the vibration was very high, which came out of nowhere and had never been this high. Patient then said they opened up the screen to see what was going on, and the screen showed the implant battery was dead. Patient plugged recharger in to charge, but the controller was not working at all. Patient clarified the screen was blank. Patient plugged controller into ac power supply and reported the screen turned on. Patient put the battery back in and confirmed the green light was blinking above the screen. Patient unlocked controller and reported controller was 90% and implant was 30%. Patient was able to start a recharge session during the call. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient stated that the questionnaire that they keep being sent is related to vibration because it was running high, but that's not the case. Patient mentioned that they went to the office to have it adjusted and confirmed that the issue was resolved as far as the vibrations go. Agent asked the patient for the date they first received the letter, and patient stated they don't even know. Patient noted that the letter sat on their dresser for quite some time and then they finally shredded the form until they got another letter this week. Agent documented the reported events. Additional information was received from the patient(pt). They reported that the vibration issues have been resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type: programmer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.